Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 2 mmol/l (36 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The patient tried increasing the levels by drinking and eating sugary things but had no success. At the airport in (B)(6), the patient visited the medical staff who administered a glucose shot.